Event description:
It was reported that the right ventricular (rv) lead was exhibiting high thresholds. The lead was reprogrammed and a lead revision was scheduled. The patient later presented to the emergency room due to the cardiac resynchronization therapy defibrillator (crt-d) beeping. No capture was observed on the lead. Pacing impedance had risen to a high range and oversensing was observed. The lead was disconnected from and reconnected to the crt-d and lead function was reportedly normal. A device setscrew issue was suspected. The crt-d and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.